Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 375cc saline breast implants which the patient reported every joint in body ceased up, could barely move, every day is a new experience on how stiff she is. No family history of rheumatoid arthritis, she relates to implants. Endoscopy ((B)(6) 2019), throat swollen up, purple inflammation in throat and stomach. No biopsy until swelling goes down. Thinks one device is leaking, making her ill off and on. Mammogram examination revealed no device issue. Doctor diagnosed rheumatoid arthritis. Shoulder pain, specialists prescribed shots for shoulders. As a result patient scheduled for removal on (B)(6) 2020. This report is for the left side.